Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar fusion, the tip of screwdriver broke off inside screw. The surgeon was not able to get out, placed rod in screw and completed the surgery. Although the device was used intra-operatively, no additional patient complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.